Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported though the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2018 and was revised on (B)(6) 2018. It is further alleged that he suffered injures as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.